Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. X-rays were taken and revealed lead migration. The patient underwent a revision procedure wherein the lead was relocated.